Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6. And h.10. The phaco handpiece was received and a visual assessment of the returned sample found no nonconformities. The phaco handpiece was connected to a calibrated system. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the phaco handpiece to meet product specifications. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was found to meet product specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that following a cataract extraction procedure the patient presented with aqueous fibrin and hypopyon to post operative visit on day one. The patient required an anterior wash and a vitrectomy procedure. A subconjunctival antibiotic injection, steroid non steroidal and antibiotic eyedrops were administered. No cultures were taken. This is the third of three reports from this facility.